Manufacturer narrative:
The returned device was very similar to bsc securi-t replacement bolster but was not a bsc device. The internal bolster had completely detached from the tubing. Because the complainant has rescinded the complaint for (B)(4), 20fr safety peg pull (japan) (box 2) the most probable root cause is undeterminable. Based upon the product being non-bsc product this is no longer considered a reportable event.

Manufacturer narrative:
The exact age of the patient is unknown; however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kits pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, post procedure (exact date is unknown) the internal bumper fell into the patient's stomach. There were no issues when the device was placed. At this time the physician is taking a "wait and see approach" with this patient. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kits pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, post procedure (exact date is unknown) the internal bumper fell into the patient's stomach. There were no issues when the device was placed. At this time the physician is taking a "wait and see approach" with this patient. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.